Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their implant would be taken out because when they had pain in their back the stimulator only worked in their legs and it didn't really hit the spot at all. The issue began ever since they got the implant. Patient's doctor mentioned even though the stimulator wasn't pinpointing the spot, that the stimulator was working for them. Patient's pain was very great and the implant didn't help it. Patient could walk but they couldn't walk long distances and had to use a scooter to get around the hospital and places that they had to walk long ways. Patient inquired MRI mode for their MRI and patient was full body compatible. Agent redirected patient to their healthcare plan to further address the issue. Patient also inquire MRI compatibility for their defibrillator. Agent warm transferred patient to cardiac.